Event description:
In 2008, the lay user/pt contacted lifescan alleging an "er4" issue with her one touch ultramini meter. The medical affairs specialist (mas) spoke with the pt on march 18, 2008 to obtain and verify the following info. She indicated that the "er4" first began sometime in late 2007 and continued until she contacted lifescan. She normally tests 4-6 times per day and indicated that the "er4" occurred about 75% of the time she tried to test. She claimed she had to hold the test strip up in order to get a meter reading or else she would get an "er4" message. When the meter was not working, she was guessing how much bolus insulin to take based on how she felt. About a week after the "er4" started, she developed symptoms of tingling in her hands, excessive thirst, and frequent urination. She continued guessing how much insulin to take not knowing that she can contact lifescan for assistance with her meter. Approximately 3 weeks prior to orginal date, she had her hba1c tested and the result went up to 8.5% from 6% (2007). The customer care advocate (cca) went through troubleshooting with the pt and verified that the correct testing techniques were used and the test strips were in good condition. The cca noted the "er4" was not resolved with troubleshooting. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed hyperglycemia after not being able to test on her meter. The "er4" was also not resolved with troubleshooting.